Event description:
It was reported that a extension part of catheter is penetrated.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation at this time. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.